Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea and its attached pictures showed that brown dirt appearing corrosion product was adhering under the light guide lens of the subject device and its report told there was leakage and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to following causes; a) humidity entered the subject device from the leaking part. Then, components under the light guide lens corroded. B) corrosion product remained under the light guide lens as dirt. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.